Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen lot number "118699/b" 2247 mcg/ml (dose 1573 mcg/day), bupivacaine 25 mg/ml (dose 17.5 mg/day), and sufenta 300 mcg/ml (dose 210 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015 the patient was hospitalized with seizures and diagnosed with urosepsis. The patient was intubated at this time. A lumbar puncture (lp) was done and was negative. On (B)(6) 2015 the patient was extubated and on (B)(6) 2015 the patient's wife called the clinic to update them on the patient's condition, which had improved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The event description was updated to reflect the corrected information. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal compounded baclofen (2247 mcg/ml; lot number 118699/b) at 1573 mcg day, bupivacaine (25 mg/ml) at 17.5 mg/day, and sufenta (300 mcg/ml) at 210 mcg/day (lot number of bupivacaine and sufenta not reported; no dates of therapy reported for any medication) via an implantable pump. Indications for use included non-malignant pain, multiple back operations, and failed back surgery syndrome. Medical history and concomitant medications were not reported. On (B)(6) 2015, it was reported that, several weeks prior, the patient's pump had malfunctioned. On (B)(6) 2015, the patient was hospitalized in the intensive care unit (ICU) with seizures and diagnosed with urosepsis; the patient was intubated and placed on a ventilator at that time. A lumbar puncture (lp) was done and was negative. On (B)(6) 2015, the patient was extubated. On (B)(6) 2015, the patient's wife called the clinic to report that the patient's condition had improved.